Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Customer¿s blood glucose was 400 mg/dl. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support. Reportedly, customer continued to use the pump for insulin therapy.